Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 47mm abdominal aortic aneurysm . The diameter at the renal artery was noted as 22mm and the length of the proximal neck noted as 20mm. It was reported one day post the index procedure follow up CT identified that the endurant limb (etlw1610c146e) was compressed and occluding blood flow. The next day, the physician intervened and completed bilateral kissing stents (bare metal balloon expandable) to successfully open the limb.  Per the physician the causes of the compression was anatomy related due to short renal to bifurcation. The radial force of the double stent on the ipsilateral limb compressed the contra lateral limb. No additional clinical sequelae were reported and the patient is fine.